Event description:
It was reported that during an arrhythmic storm and multiple charges, a patient alert was delivered for capacitor charge time limit reached. A capacitor maintenance performed during a scheduled follow-up, resulted in a normal charge time. It was also noted that the alert was not cleared, and an erroneous date for the charge time limit was displayed. A shortened follow-up schedule has been set and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.